Manufacturer narrative:
(B)(6). The date the device broke post-operatively is unknown. The surgery during which the device was difficult to remove was on (B)(6) 2016. (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(6). Without a lot number a device history record review could not be performed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that the two screws had broken postoperatively and were difficult to remove. The patient's foot was initially implanted with a plate and four screws on (B)(6) 2015. The patient had recovered (healed), and during the hardware removal surgery on (B)(6) 2016, the screw heads of the broken screws became detached during removal. The surgeon stated it was a high risk to leave the screw shafts in the patient's bone. Removal of the screw shafts required excessive tissue manipulation and some drilling. The shafts were successfully removed and no fragments were left in the patient. There was a 10 minute surgical delay due to the reported event. The surgery was successfully completed. This report is 2 of 2 for (B)(4).